Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a-flutter right side procedure, when stepping off of the foot pedal, the rf generator did not stop the ablating. The case was completed conventionally without any patient consequence.

Manufacturer narrative:
(B)(4). The unit was returned for repair however the foot pedal was not sent back. During the service no errors were found, functional and safety test were performed as well as the preventive maintenance and the unit was found functional and ready for use. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.